Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error and there is moisture under the screen. Button error troubleshooting was performed and unable to confirm if the time is advancing. Customer also reported to have experienced a low blood glucose and treated with glucagon shot. Customer stated that the meter would read low and no blood glucose number was provided. Unable to perform low blood glucose troubleshooting due to button error and battery issue alarms. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Unit time/clock moved. However, unit had unresponsive all buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify communicate to bg meter or low battery, battery out limit, failed battery test alarms due to unresponsive button. No moisture damage on keypads, motor, vibrator, battery tube, or electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, and cracked case at display window corners.